Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was lacking a driven ground. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca and a thermally damaged c655 capacitor. Root cause investigation of similar failures has determined that damage to the electrode belt trunk cable can cause damage to the u612 inverting charge pump. No adverse event resulted from the damaged electrode belt or monitor. Device manufacture date: sn (B)(4): 07/28/2014; sn (B)(4): 01/02/2016.

Event description:
A us distributor reported that a patient's device was displaying a service code 204 (belt/monitor unusable).